Event description:
It was reported that an unexpected reset occurred. Subsequently, the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issue, and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.